Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit quit running a couple of days ago, right side motor and gearbox stopped, one of the wires got bent. In a subsequent phone call I was told that the chair did have a motor error code which was caused by a bent wire brushing the ground, which wore away the insulation and caused sparking.